Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he was expecting a pump to be overnighted to him but he has not received it yet. Customer's blood glucose was 134 mg/dl at the time of incident. Troubleshooting advised that the pump is on it's way to him. No further information was provided.